Event description:
While doing a laparoscopic gastric sleeve the echelon flex stapler with black staple load and peri strips misfired. It did not create a closure line. Stapler changed and surgeon was able to repair staple line.